Event description:
This is a follow up to a previous report filed regarding the fracturing of nexell 250 ml pl269 cryocyte bags during ln2 storage. Bags from lot number h01g18097 which were used for cryopreservation of hpc products during the period 9/28/01 to 10/22/01 have a 50% failure rate to date. A total of 13 out of 25 bags were found to have developed cracks when removed from the ln2 freezer for preparation for infusion. Other bags with this lot number are still in ln2 storage and their condition is not known.

Event description:
During the period 2000 to 2001, 17 nexell cryocyte freezing containers were found to have developed cracks during ln2 storage. All containers were 250ml pl269 bags and contained 25-75 ml of cellular product. The fractures included broken ports and tubing -4-, cracks extending across bags -6- and starburst cracks across the fronts of bags -7-. The latter two categories of bag failures had never been observed before and were more likely to result in inability to salvage the product. These cracked bags were discovered only when removing them for preparation of the product for infusion, therefore there may be add'l cracked bags in the freezer.